Event description:
Found patient with blood backed up in tubing and pump turned off but still hooked up to patient. IV port had clotted off. Urokinase administered to unclog IV. Rehooked patient up to pump. One hour later, pump found to be "off" again. Restarted pump and about 20 minutes later, pump was screaming high-pitched noised. Sent to biomed who evaluated and tested pump. Pump then sent to mfg. Mfg. Reported that battery and eproms were defective. Pump being shipped back to hospital.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: battery/pack, integrated circuit board, integrated chip. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device recalled by manufacturer/distributor, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.